Event description:
Civil complaint claims beginning in 2004, consumer was diagnosed with a corneal ulcer, infiltrates, a corneal scar and epi-scar in her right eye which resulted in unspecified antibotic therapy. Complaint claims consumer has loss of vision o.d. No medical documentation was provided. Note: the civil compliant claims use of renu with moistureloc multi-purpose solution. This product was not on the market at the time of the reported event date and date of treatment which began in or about the same month.

Manufacturer narrative:
The suspect medical device is not confirmed as the reported brand was not on the market at the time of event. No product was returned and no lot number was provided. No medical documentation has been received. Based on all information, no conclusion can be drawn.